Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8011735; medical device expiration date: 2022-12-31; device manufacture date: 2018-01-11; medical device lot #: 8092884; medical device expiration date: 2023-03-31; device manufacture date: 2018-04-02. Date of event: unknown. The initial reporter also notified the FDA via medwatch #5077767. Initial reporter: address unavailable. Bd corporate address used.

Event description:
It was reported with the use of the bd¿ tuberculin syringe with bd precisionglide¿ detachable needle there was an issue with needle separation. There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd¿ tuberculin syringe with bd precisionglide¿ detachable needle there was an issue with needle separation. There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.

Event description:
It was reported with the use of the bd tuberculin syringe with bd precisionglide detachable needle there was an issue with needle separation. There was no report of injury or further medical intervention.